Event description:
Head hi/low drifts down.

Manufacturer narrative:
Replaced poc valve and solved the drifting issue. Hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.